Event description:
On (B)(6) 2012, the healthcare professional/reporter, the patient's social worker, contacted animas to report the patient's pump was not working and would not power on. The reporter stated that on (B)(6) 2012 the patient was found by a family member unconscious. Emergency services were contacted and the patient was admitted to the hospital. The patient was unable to provide any details about her routine or status prior to this event. It is unknown what her blood glucose levels were, her admitting diagnosis or her treatment. The patient claimed she had not used the pump for two weeks prior to this event, but also could not state why she was not on ipt. Troubleshooting revealed the pump successfully powered on, the battery cap was secure and tight and there was no damage seen to the pump casing. The patient was not able to complete troubleshooting of the pump's programming and settings. It is not known why the patient had discontinued her insulin pump therapy prior to this event, nor is it known her status prior to the onset of symptoms. However, as the patient suffered symptoms suggesting severe hypoglycemia and received emergency medical attention while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.